Manufacturer narrative:
Two sealed blisters were received from the same lot #l0025h0. The lens met company standards for base curve, center thickness, and diameter. The visual inspection showed no abnormalities. The solution was also tested. The ph was within spec. There was not enough solution to measure conductivity. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. If add'l info is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings.

Event description:
On (B)(6) 2014, our firm received a call from a pt (pt.) To report a corneal ulcer od while wearing an acuvue oasys contact lens (cl). The pt advised that he/she contacted an eye care provider (ecp) and received treatment. The pt advised that the corneal ulcer is healed "with a scar, it's out of sight, otherwise I would have compromised the vision of his/her right eye." Our firm contacted the pt on october 22, 2014 and add'l info was received. The pt advised that he/she has always worn the acuvue oasys lenses. The pt states that he/she "wore the first pair of a new carton one month ago and his/her eyes (ou) were red and painful since the first day of use, he/she removed the lenses and wore the second pair of the carton and his/her eyes (ou) were red and painful again." The pt "insisted in the use of the lenses and went to the ophthalmologist one week later." On (B)(6) 2014, the pt went to the ecp and was diagnosed with a corneal ulcer od. The pt refused to give ecp info to obtain add'l info, but advised that he/she will send an email to advise the medications used for treatment of the od corneal ulcer. On (B)(6) 2014, an e-mail was received from the pt advising that he/she used vigamox eye drops every 3 hours for 2 days, and every four hours for 5 days for od. The pt also advised that he/she used vigadexa every 6 hours for 2 days and every 8 hours for 5 days. An e-mail was sent to the pt on (B)(6) 2014 asking if the od corneal ulcer was infectious. On october 28, 2014, the pt sent an e-mail stating that he/she was unsure if the corneal ulcer was infectious. This od event will be reported as a worst case.